Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed oversensing noise complaint on the right ventricular (rv) lead. Programming changes were attempted but were unable to do so. The patient condition was stable.

Event description:
New information notes that the right ventricular (rv) lead was explanted and replaced. The patient condition was stable.